Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular output connector was broken. Analysis also found the lower case was broken. It was noted all bails, bail covers, and four screws were missing.

Event description:
It was reported the ventricular plug was broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.